Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date in 2003 and mesh was implanted. The patient reported that since 2008, they have experienced several health problems including frequent urinary tract infections. Since 2010, the patient has suffered from stabbing pains in the right leg and groin whether sitting, standing or lying down which prevents the ability to walk for more than 5 minutes. The patient further reported experiencing difficulty urinating and urge to urinate. For years, the patient has visited doctors, took unspecified medication, underwent chiropractic treatments, osteopaths, physiotherapy, x-rays, magnetic resonance, all without ever finding the cause. In the spring of 2019 until last december, the patient experienced unspecific bowel problems and underwent a colonoscopy, ultrasound and unspecified scan. No conclusive results were provided. The patient also reported severe bacterial colyte. No further information is available.